Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This report of a check patient line alarm was not confirmed and the root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
The customer contacted baxter's service center regarding a check patient line alarm, which occurred on the homechoice (hc) during use during initial drain. The hp stopped fill due to an air bubble in the patient line. The technical service representative (tsr) assisted in ending therapy on the hc and resetting up with new supplies. The hp started therapy with a new setup successfully. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2011, product surveillance contacted the home patient (hp). The hp stated they were not able to identify the cause of the air in the patient line. The hp stated the air did not enter them and they informed their registered nurse (rn) of the incident. The hp did not have the lot number to the supplies and discarded them. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.